Manufacturer narrative:
No device was returned to olympus for evaluation. No contact information for the user facility was provided. Based on the information provided in the report, this reported event is attributed to maintenance issue and failure to follow instructions for use. It is important to promptly check the irrigator when unusual situations occur along with periodic inspections of the equipment. The article mentioned these improvement measures: (1) review and creation of endoscope cleaning manuals and recall regulations (2) staff education (3) information needs to be provided to facilities using similar equipment (there seems to have been one similar case seven years ago, but no information has been provided). Although it is assumed that the risk of infection is quite low. This report will be supplemented if new information becomes available later.

Event description:
Related complaints: (B)(4). These complaints were created to account for the number of patients.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the device was not sent to olympus, the root cause was not specified. Based on the complaint information, breakage of the connector of the connecting tube which is used for the reprocessor of the endoscope may have caused reduced ability of drainage, which resulted in remaining of water in the scope channel instead of full drainage. Moreover, considering the information that there was lack of confirmation if water jet hit the lid during reprocessing, it is presumed that oer was not correctly handled in accordance with the instruction manual. The event can be prevented by following the instructions for use which state: - "if a tube has any irregularity, do not use it and replace with a new one.¿ - ¿a jet of water is output from the hole on the connecting tube during reprocessing. Make sure that the water hits the lid (check that there is no clogging or irregularity of the channels inside the equipment).¿ olympus will continue to monitor field performance for this device.